Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-sept-2022. H6: investigation summary a device history record review was completed for provided material number 300928 and lot number 1804211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both a picture sample and physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, a crack on the barrel component was observed. Although an exact cause could not be determined, it is possible that the cracked barrel resulted from a blockage in the barrel feeding process that went unidentified by the detection system.

Event description:
It was reported that the bd discardit¿ ii syringe was cracked and leaked while drawing up medication. The following information was provided by the initial reporter, translated from chinese: "pediatric nurse using a syringe with a crack and found the drug leaking while drawing".

Event description:
It was reported that the bd discardit¿ ii syringe was cracked and leaked while drawing up medication. The following information was provided by the initial reporter, translated from chinese: "pediatric nurse using a syringe with a crack and found the drug leaking while drawing."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.